Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
The patient reported doing a strong physical movement a few weeks after implant and hearing a cracking noise near the left clavicle. A patient alert was delivered. Upon device interrogation, lead noise episodes were noted. Fluoroscopy showed the lead under tension. The lead was explanted and replaced. Patient condition was stable after the procedure.